Event description:
During a stage 2 implant deep brain stimulation procedure, the extension was opened and appeared to have been trapped between the bottom and the lid of the sterile package. This resulted in a bend in the extension and some visible disruption in the wires. It was decided to not use the extension; a new one was used. It was also noted that a similar bend in one of the stylets was seen. There were no patient injuries.

Manufacturer narrative:
Wrench lot# unknown, serial# unknown, implanted: na, explanted: na. Extension model 37085-40, serial# (B)(4), implanted: na, explanted: na. (B)(4): final device analysis for extension (B)(4) revealed that the extension had moved in the inner tray of the packaging. A bend was noted in the extension 10.5 cm form the proximal end. Final device analysis for the 4oz torque wrench (lot unknown) revealed no anomalies. Wrench.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4). Product type: extension: product ID neu_wrench_acc, serial# unknown. Product type: accessory: product ID neu_stylet_acc. Product type: accessory. (B)(4). Additional information in the file noted device serial number and manufacturing site ID have been updated.